Event description:
It was reported that pump generated cartridge alarm 30 during load process while customer attempted to fill tubing using same cartridge, and similar cartridge alarms had been reported previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support arranged shipment of replacement pump.